Event description:
"One half of the blade shield broke off of the trocar in the surgical field. It required 30 minutes to locate the piece and retrieve it. The surgical time was extended but there was no pt injury reported."